Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and calcified right coronary artery. The physician used the 8 x 2.00 nc quantum apex mr balloon catheter to predilate the lesion. Upon the 1st inflation to 10atms, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient status is good.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and calcified right coronary artery. The physician used the 8 x 2.00 nc quantum apex mr balloon catheter to predilate the lesion. Upon the 1st inflation to 10atms, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: evaluation of the returned device revealed there was blood in the balloon and inflation lumen. Magnified inspection revealed a pinhole in the balloon wall near the proximal edge of the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).